Event description:
A customer observed imprecise amon qc results on a vitros 250 analyzer. Biased results of the direction and magnitude observed may lead to inappropriate physician action. There was no report of pt harm as a result of this event. This report corresponds to ortho clinical diagnostics inc.

Manufacturer narrative:
Investigation into the event determined that the vitros 250 is operating as intended. The root cause of the biased amon qc is unk. The investigation is continuing.